Manufacturer narrative:
The concerto was returned for analysis. The concerto implant coil pushwire was found to be broken into two segments. The first segment was broken at break indicator with release wire intact. The second segment was broken at distal end of pushwire with release wire protruding ~0.6cm from broken distal end. The implant coil was found to be detached and not returned. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be present. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed and the root cause could not be determined. The returned pushwire was found to be broken. It is possible that the damage to the pushwire occurred during the attempt to push the coil through the micro catheter against the reported resistance; however, the root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of concerto resistance in a catheter during a procedure. The concerto was not implanted in the patient. There were no reports of patient injury. The devices had been prepared and used per the instructions for use (IFU). A continuous flushed was not used during the procedure. The concerto was returned and the pushwire was observed to be separated.